Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date and expiration date are unk. The device has not been returned; therefore, an eval cannot be completed. The cause of the reported malfunction is unable to be determined.

Event description:
This is the third of three devices reported to malfunction during this event. Refer to MFR report #s 3005099803-2009-00058 and 3005099803-2009-00075 for details regarding the other two devices. It was reported to boston scientific corp that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician attempted to place the balloon into the duct without the use of a guidewire. The balloon would not come out of the scope, it was hanging at the scope elevator. The procedure was not completed due to the pt developing pancreatitis and sent to surgery.